Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery the tip of the reamer irrigator aspirator system (ria) drive shaft was broken. The device got blocked. There were no reports of patient harm. There was a ten minute surgical delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): subject device has been received; no conclusions could be drawn as the device is entering the complaint system.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device. The tip of the drive shaft assembly for ria, part number 314.743 was received with a broken tip. (B)(4) manufactured the drive shaft assembly for ria, p/n 314.743, and lot number 7128719, per synthes purchase order dated june 03, 2013, for 77 pieces. Initially, the part conformed to the supplier¿s certificate of conformance, dated may 29, 2013 and synthes incoming final inspection sheet. Due to an unknown cause, the drive shaft assembly broke during the surgery. Due to the broken tip, a thorough evaluation could not be achieved and could not be determined if this issue was supplier-related. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Regarding medwatch follow-up report #2, the date received by manufacturer was may 6, 2015, not may 6, 2014. The incorrect year was entered in error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.